Manufacturer narrative:
Concomitant medical devices: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Visual inspection of the returned product found one of the plate haptics with part of the lens optic torn off. The lens was returned dry and there was evidence of clear surgical residue. Claim # (B)(4).

Event description:
The reporter stated the lens tear was noticed after the aa4203tl silicone single piece lens 20.5 se/2.0 diopter lens was loaded. The cause of the lens damage was the injector and there was no patient contact. The reporter did not have any information about the injector.